Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of an unknown insyte autogard there was an issue with needle retraction failure. It was stated ¿after puncturing the peripheral venous access, the activation button was pressed, but the needle did not retract.¿ there was no report of injury or further medical intervention.

Manufacturer narrative:
Investigation results: no samples or photos were returned for evaluation. Device/batch history record review was not conducted because a lot number was not provided. Observations and testing could not be performed because units were not received for investigation of this incident. The peura (end user risk analysis) was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Confirmation of the defect stated in the pir could not be identified or confirmed and cause could not be determined, as the unit described in the product incident report was not returned for evaluation and testing. Therefore, there was no physical/mechanical evidence to confirm or to support manufacturing process related issues for the defects stated in the pir. A root cause could not be established. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.